Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bloused and then experiencing low blood glucose of 50 mg/dl. Customer is currently in the emergency room. It is unknown how the low blood glucose was treated. Troubleshooting was not completed for the low blood glucose or for the device. The insulin pump will not be returned for analysis.